Event description:
Prk monovision - left eye close up reading and right eye dominant distance. During the morning of prk machine completely failed/cycled off due to some type of power failure. I asked the staff about the delay and they stated they would get up and running again-delay of 45 minutes. I pointedly asked have you completely recalibrated the machine and is it in compliance (20 years in medical field previously) yes, it is fine, come on in and we'll be done in about 5-10 minutes. I now have double vision in both eyes since and have had 4 eye infections (3 bacterial infections) since the surgery. Dr. (B)(6) was the eye surgeon at the (B)(4) surgery center. Don't know if others suffered the same fate that day or not. I surmise the eye infections and bacterial infections might be due to cross contamination from pt to pt.